Manufacturer narrative:
Examination of returned femoral head and poly insert by (B)(4) depuy cpd engineer finds the wear is not unexpected and there are no signs of unusual wear. Damage to the anti-rotation devices is presumably from extraction. The root cause of the reported dislocation is still unknown however. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Primary implant (B)(6) 1995. Revision performed on (B)(6) 2012 because of wear of polyethylene liner and patient presenting with dislocating hip.